Manufacturer narrative:
Other relevant device(s) are: product ID: eex901, serial/lot #: (B)(4), UDI#: (B)(4), PMA / 510(k) #: k061639. Device evaluated by MFR: analysis of preamplifier (daq916) found that the reported phenomenon could not be confirmed during the acceptance inspection, and no abnormalities were observed in the device. After the aging test, the final operation check was performed and it was confirmed that there were no abnormalities. A seal for completion of repair/inspection was attached. Analysis of stimulator (eex901) found that the reported phenomenon could not be confirmed during the acceptance inspection, but it was confirmed that the clip chain on the back side was damaged. The clip chain and other parts were replaced. After the aging inspection, the final operation inspection was performed and it was confirmed that there were no abnormalities. A seal for completion of repair/inspection was attached. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device had malfunction. There was no known patient impact.

Event description:
On follow-up, it was reported that the preamplifier was returned for inspection and the chain of the stimulator was damaged. The issue discovered prior to use on the patient. The current stim return showed "1". There was no troubleshooting done. There was no patient impact.

Manufacturer narrative:
H6: fdd a23 is no longer applicable for stimulator and pre-amplifier. Applicable codes for stimulator only: fdd a0401 applicable codes for pre-amplifier only: fdd a25. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.